Event description:
Report received from (B)(6) stating that the device was "frozen". The device was not being used during surgery. It is unknown if there was patient/user injury or medical intervention. The occurrence date of this report is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition was not confirmed. Although, the reported condition was not confirmed, the device failed the cutter insertion test and had a bent tip. (B)(4).